Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage and moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack on the bottom of the insulin pump. The customer stated that the damage is at the battery compartment. The customer also stated that she had exposure to pool water. The customer stated that she tried to do a set change and the pump slipped out of her pocket even though she tried to grab the tubing. The customer was assisted with the self-test. The customer stated that there was no power to the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. The pump was received with minor scratches on the lcd window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.